Manufacturer narrative:
Product event summary: the mapping catheter, )(B)(4) with lot number 215596011, was returned and analyzed. Visual inspection of the mapping catheter showed the loop was kinked and the shaft was kinked from the proximal end of the introducer. The mapping catheter displayed noise on channel pairs when connected to a diagnostic computer. Additionally, the catheter was dissected, and electrode wires had broken off. In conclusion, the mapping catheter failed the returned product inspection due to the loop and shaft kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter appeared to be bent upon opening the packaging. It was attempted to be manually straightened out, but the catheter broke and no signal could be measured. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.